Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-may-2026, an arthrex subsidiary employee reported via email that a notivisa notification was received regarding a patient who underwent a surgical procedure for trauma to the right shoulder. Post-operatively, the patient developed pain and localized swelling and was subsequently readmitted due to ongoing pain and discharge at the surgical site. During the procedure on (B)(6) 2026, orthopedic implants, including an anchor, screw, and washer, were utilized. The anchor was identified as an ar-1927bcf biocomposite corkscrew ft suture anchor. Following removal, the implanted materials were submitted for microbiological culture, which returned positive for mycobacterium abscessus. The reported patient effect was infection, identified after re-evaluation of the procedure. The specific procedure type was not provided.